Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the device had premature battery depletion. The device remains in use but the patient will need a replacement. No patient complications have been reported as a result of this event.